Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage at luer connection was confirmed upon inspection of the sample photo. Analysis of the sample photo showed that leakage was found between flow control plug and needle hub luer. Bd determined that a possible cause of the failure was due to blood overfilling the flashback chamber. The cannula could have been left in the patient vein for a longer duration after penetrating the vein, leading to overflow. Another probable root cause could be the flow control plug was loosened during product application and caused the blood to leak out when blood filled in the flashback chamber. An exact root cause could not be determined however since no device was returned for physical examination. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that while using the bd venflon¿ pro safety bd vialon¿ there was blood leakage. The following was recieved from the initial reporter: customer complained blood leakage during insertion of venflon pro safety cannula 22g from the back near the luer cap. The image of the same has been attached. The blood started dripping. It was in haemato department. A senior nurse had done the insertion.

Event description:
It was reported that while using the bd venflon¿ pro safety bd vialon¿ there was blood leakage. The following was recieved from the initial reporter: verbatim: customer complained blood leakage during insertion of venflon pro safety cannula 22g from the back near the luer cap. The image of the same has been attached. The blood started dripping. It was in the haematology department. A senior nurse had done the insertion.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.